Event description:
Per the clinic, the patient developed an infection (type not reported) and a cholesteatoma resulting in the decision to explant the device. The device was explanted (B)(6), 2010. It is unknown whether there are plans to reimplant the patient with another device. The patient was previously implanted on the contralateral side.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(6), 2011.